Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that no one in the customer's biomed knew what was going on or who called in about it. There was nothing wrong with the unit. The fse performed a full preventive maintenance (pm), calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer for clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will no zero.